Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient¿s pocket pain was resolved by reprogramming. There will be no further course of action.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.